Manufacturer narrative:
The product was returned for analysis. Intraocular lens (iol) returned in two segments inside sample container. No device returned. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is intact. The optic is scratched/marked rejectable with loose fibers and particulate. Additional information: company lens was replaced with monofocal lens. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnatt3-t6 that is sold in the united states under (PMA/510(k) # (p190018).¿ the manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced multifocal intolerance after surgery. The iol was exchanged for monofocal model lens 1 month 5 days following the initial implant procedure. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.